Event description:
Pt scheduled for parotid resection. Oropharyngeal anesthesia, tip of catheter was missing. Pt underwent bronchoscopy through endotracheal tube, catheter tip noted in right main stem bronchus and removed with biopsy forceps. The distal tip of lta kit (laryng o spray) used prior to intubation but after pt was asleep to numb the trachea for neck surgeries.